Event description:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion.

Manufacturer narrative:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion. A supplemental MDR will be submitted after sample is received and evaluation has been completed. Note, the date of event is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion. A supplemental MDR will be submitted after sample is received and evaluation has been completed. Note, the date of event is provided as an estimate based on the information provided. Addendum: this supplemental MDR is submitted to document the results of sample evaluation and investigation performed to analysis root cause. Inspected the product and conducted appearance and sharpness tests. There were no abnormalities in appearance or structure. As for the sharpness, we confirm that it can be cut without any problem and meet the sharpness standard. A device history record review found no non-conformances associated with this issue during production of this batch. It was supposed that the event was caused by using the handle/blade with strong pressure to the skin and has provided in-use recommendations. At the time of use, please do not strongly press the blade against the skin. Gently slide it on the skin surface and cut slowly. In addition, it is suggested more product training to the clinician in the hospital. Complaints are monitored and reviewed for emerging trends. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion.